Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as foreign material clogged in the nozzle - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor was any noted deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The following additional findings were also noted: separated bending section cover glue, cracked light guide lens, chipped objective lens, deformed scope connector cover, and wrinkled universal cord. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility. E2 was inadvertently checked; reporters title is not available.

Event description:
A customer reported to olympus a problem with the aspiration system due to an auxiliary water flow defect on evis exera iii colonovideoscope. There was no reported patient harm or impact due to this event. The device was returned to olympus and upon evaluation at the repair center, the nozzle was clogged by a solid black material which could not be extracted during the inspection. This report is being submitted for the reportable malfunction found during the device evaluation.